Event description:
It was reported that following a trial procedure the patient lost feelings in his legs, was sent to the hospital and undergone surgery due to bleeding. The physician believe it was not device related and suspected that the patient had an undiagnosed clotting issue. The patient underwent a lead pull. The explanted leads were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc221850e0 model: sc-2218-50e serial:(B)(6) batch: (B)(6).